Manufacturer narrative:
Only the connector portion of the lead was returned in three pieces all measuring 8.5cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
This supplemental report is to correct the previously reported event date it should be blank as there was no available date.

Event description:
It was reported that the lead impedance has been increasing since (B)(6) 2017. Hence, the lead was explanted and replaced. No further information available.

Event description:
New information notes that the rv also had significant rise in thresholds. The rv lead was laser removed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was explanted and replaced due high impedance. No further information available.